Event description:
On (B)(4) 2010 a tosoh service engineer was on site at this customer facility. He observed that the customer was aliquoting and freezing a substrate reagent which contains a fluorogenic component critical to our testing technology principal. The customer deviated from our written instructions for use and training provided by tosoh in (B)(4) ticket ID (B)(4). Substrate handling and storage can affect the results generated by the automated immunoassay system. The deviation from our instructions is of concern to tosoh bioscience as incorrect results can be reported.

Manufacturer narrative:
Fax and email sent on feb 12th to customer advising that their substrate ii was being aliquoted and frozen prior to reconstitution; this practice is not following our instructions for use. We cannot support the stability of the substrate ii when handled in this manner. No data have been generated and clinical significance of the results used in pt care of ipth or any other tosoh bioscience analyte have been evaluated. We advised that they discard all frozen substrate ii aliquots immediately and cease this practice, to ensure all personnel are aware of this change. (B)(4). A copy of the 2 page substrate ii instructions for use was sent by fax and e-mail.